Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
An ipg end of life message was reported to abbott. The ipg was inoperable and thus the clinician programmer was not able to establish communication. In absence of complete stimulation parameters and settings, it is not possible to perform an accurate longevity calculation. The ipg was explanted and replaced to restore effective therapy. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Correction e1: initial reporter.

Event description:
Additional information received indicates the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg has reached its end of service. Surgical intervention may take place at a later date.